Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3013886523-2024-00389, 3013886523-2025-00093. A facility reported: "the sensor was doing well and with no reason the icp went up to 100 or get down to -40 with no reason and after that the cerelink was not working anymore. They have a message of error: "sensor or extension cable failure! Disconnect and replace cable or sensor." They change cable and they reset everything twice and when they put the sensor back in the cerelink the same message of error appears." The sensors (3) lasted less than 24 hours approximately. On (B)(6) 2024: "it had been changed for a dve following the dysfunction/error." On (B)(6) 2024: "cranio in sop, new cerelink sensor installed, dve keep. Licox in place." On d(B)(6) 2024: "with the cerelink sensor install on november/30, same error code." The patient did not had any sign/symptoms due to product problem. The patient is stable.

Event description:
Na.

Manufacturer narrative:
The cerelink sensor (ID: 826850) was returned for evaluation. Device history record (DHR): the product code: 826850 with lot: 6971261, sn: (B)(6), conformed to the specifications when released to stock. Failure analysis: no visible damage to the millar sensor, catheter material, or connector. The icp express = 471; cerelink monitor acceptable. No ¿error message¿ received, microsensor was detected and zeroed without any issues. No further testing needed. The issue of the complaint was not confirmed. Root cause analysis: the exact issue reported by customer could not be confirmed as the device worked correctly.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. Corrected fields: b1, h1. This report is to make a correction: b1 - previously sent: "adverse event and product problem". Corrected to "product problem". H1 - previously sent: "serious injury" - corrected to "malfunction".